Event description:
It was reported that this pacemaker exhibited noise channel as well as some pacing impedance irregularities, but measurements remains within range. Technical services (ts) also noted right atrial (ra) lead oversensing. The remains in service. No adverse patient effects were reported.